Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during the procedural preparation a 190cm hi-torque spartacore guidewire (gw) was removed from its packaged, when it was noted to have blue, fuzzy bump on the wire near the tip. The device was replaced with another spartacore gw and the procedure was completed there was no patient involvement and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported contamination was confirmed. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported contamination. It was reported that a contamination was noted on the wire after removal from the packaging. Analysis of the returned wire confirmed the reported contamination. The contamination had a fiber-like appearance. Chemical analysis of the contamination confirmed it did not match the materials used in manufacturing. In this case, it is possible that the contamination was introduced at the account, during unpackaging; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.